Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tip of the jaws got deformed with a clicking sound when the user grasped the handle for clipping the vessel during surgery. Another applier was used instead. According to the user, no excessive force was applied for grasping.

Event description:
It was reported that the tip of the jaws got deformed with a clicking sound when the user grasped the handle for clipping the vessel during surgery. Another applier was used instead. According to the user, no excessive force was applied for grasping.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was evaluated and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha facility as part of a 45pc. Lot in november of 2017. The returned instrument was evaluated and found that the tube assembly is damaged/bent at the jaw end and the jaws are loose and misaligned to each other and the pivot pin is partially pulled into the tube assembly and the drive rod is bent/damaged where it activates the jaws. This instrument is unusable in its current condition therefore we are able to validate this complaint. All instruments are 100% visually inspected and function tested prior to shipment to the customer. We are unable to determine what caused the tube assembly to be damaged at the jaw end and for the pivot pin to be pulled into the tube assembly and the drive rod to be bent damaged but mishandling of this device at the end users facility is suspected.